Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during bolus and basal. The blood glucose at the time of the incident was 98 mg/dl. During troubleshooting, the customer was not able to run fixed prime while disconnected at the quick release. He then disconnected and reconnected the infusion set and reservoir and stated he could not push insulin through the tubing. He was explained that the alarm was caused by a set/reservoir connection issue and advised to change the infusion set and reservoir. The reservoir will not be returned for analysis.